Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they received multiple pump error alarms. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with operating currents within specification and passed the self test, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The pump was monitored for 24 hours. The battery was removed from the pump and monitored for 10 minutes. The pump powered up properly after the insertion of the battery and no pump error 23 alarms were noted. The pump error 63 confirmed in pump history due to cold solder joint at the keypad assembly. The pump was returned for power error alarm 25. The power management tool confirmed pump error 25 was triggered when backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to resistance issue at the connector. After disconnecting and reconnecting the internal battery connector, the pump was monitored and functioned properly. The pump was received with a cracked keypad overlay at select button. The pump was received with minor scratches on the display window, case and keypad overlay.